Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Device log was reviewed: event date is 31 march, and (only) one infusion is recorded @ 250 ml/h. Infusion has started at 13 :21 @ 250 ml/h, but stopped some seconds after, by an alarm over flow, detected by drop sensor. Restart on same minute, until manual stop after 12 minutes and around 50 ml infused. Restart at 13:33 until kvo 10 minutes after. Infusion has been stopped because of vtbi reached. The pump has been used continuously after, all the month of april, until maintenance on 4 may. History data is insufficient to confirm events described in complaint. The reported device was received in brézins for investigation. (Drop sensor was not sent but photo was provided). Nothing was found during external and internal check of the device. Several functional tests were carried out and specifically air detection, flow rate accuracy and end of bag detection. All performed successfully and values were compliant with IFU specifications compared to settings. It is to be noted that in one of the provided photo the drop chamber is empty, by consequence it generates air bubbles. Air sensor of the pump is on left side of the pump (on downstream side) and bubbles must arrive on this zone to be detected. The reported event could not be reproduced. There was no technical or functional issue that could be identified for this device, which worked as intended. Note : during investigation it was noticed that the battery used by the customer was not a valid model recommended by fresenius kabi. To our knowledge this complaint was not being related to patient safety. This complaint is considered as not valid. For this issue as per our local procedure, we initiated no action.

Event description:
Pump did not alarm when air passed through the pump. (Awaiting pump for investigation).